Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was 2 or 3 weeks ago the patient felt their stimulation turn off due to their ins being depleted. Around that time the patient attempted to charge their ins and they received reposition antenna and power on reset (por) on their recharger. The patient moved the antenna and turned the dial and couldn't get coupling boxes filled in. During the call the patient communicated their patient programmer to their ins and the patient programmer showed the "charge neurostimulator battery" screen. The patient then moved around the recharger antenna and was able to get full coupling boxes. The patient planned to continue to charge their ins and they will call back if they need additional help. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned unrelated medical history including the patient had their shoulder replaced. The patient mentioned that it usually takes about a minute for them to obtain coupling boxes and they said that their spinal cord stimulator works "quite effectively."